Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
On (B)(6) 2013, the lay-user/patient contacted lifescan (lfs) (B)(4), alleging that the onetouch test strips has a sample draw issue. The complaint was classified based on the customer care advocate (cca) documentation. The test strip issue reportedly started this year. The patient manages his diabetes with 4 tablets of metformin per day. Reportedly, due to the alleged issue, the patient took his regular oral medication and subsequently developed symptom of blurred vision. There was no report of any required medical intervention at the time of concern. The sample draw issue was not resolved with troubleshooting. The product was replaced. This complaint is being reported because the patient had symptom suggestive of hyperglycemia after the test strip issue began.

Event description:
On (B)(6) 2013, the lay-user/patient contacted lifescan (lfs) (B)(4), alleging that the onetouch test strips has a sample draw issue. The complaint was classified based on the customer care advocate (cca) documentation. The test strip issue reportedly started this year. The patient manages his diabetes with 4 tablets of metformin per day. Reportedly, due to the alleged issue, the patient took his regular oral medication and subsequently developed symptom of blurred vision. There was no report of any required medical intervention at the time of concern. The sample draw issue was not resolved with troubleshooting. The product was replaced. This complaint is being reported because the patient had symptom suggestive of hyperglycemia after the test strip issue began.